Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of receiver/stimulator. It was also reported that the patient was treated with topical and intravenous antibiotics (specific date and duration not reported. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, it was reported that the patient experienced an infection at the implant site (date not reported).